Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the implantable cardioverter defibrillator (ICD), it was noted that the set screw could not be tightened. The ICD was not used, and a new ICD was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Manufacturer narrative:
Manufacturer narrative: the reported event of loose or intermittent connection was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing and passed all quality control tests prior to its distribution. Corrected data: h11 should include the device history record (DHR) review statement in follow up number 1.